Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported leakage issue was duplicated. The leak was traced to the proximal weld of the cuff and the trach body. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The investigation attributed the issue to an inconsistent weld around the tubing during the manufacturing process. Complaint information will continue.

Event description:
It was reported that the 42-year-old-male patient was admitted to the room and was given general anesthesia. When the nurse checked the cuff, it was found that the endotracheal tube was leaking and replaced it immediately.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.